Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission, that post-paced and post-sensed t-wave oversensing were observed on the right ventricular channel. Programing changes were made. The physician decided not to monitor the patient, as he has terminal cancer and will like to have his ICD functionality disabled soon. The patient has been sent back home and was not otherwise affected by the event.